Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 47 mm in diameter abdominal aortic aneurysm. The right internal iliac artery measured 6 mm in diameter. It was reported that during the index procedure, the right internal iliac artery was not visible when a final angiogram was performed. The angiogram images, from before and after implant, were compared and it was determined that the right internal iliac artery was not likely to be occluded by the endurant ii stent graft. The physician commented the right internal iliac artery might be occluded due to thrombus, considering that the vessel was rather narrow (approximately 6mm in diameter). No endoleaks were observed and the physician elected to complete the procedure without additional treatment. Per the physician, the cause of the event could not be determined but the event was related to the procedure. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.